Event description:
It was reported that during the procedure the 3.5x20mm nc trek balloon dilatation catheter (bdc) was attempted to be inflated; however, the balloon ruptured during the first inflation at 2 atmospheres. The bdc was removed and another 3.5x20mm nc trek was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.